Manufacturer narrative:
(B)(4). Batch # r92p39. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. There was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and no heat damage associated with the reported issue was found. In addition, the closure indicator was broken and not making contact with the moving trigger. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm and the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that surgeon informed nursing staff the end of the harmonic went through the drapes. Nursing staff assumed it has ripped through. At end of the case, it was noticed that it burned through and burned the patients left inguinal area. Patient had gauze and bioderm applied to surface once in recovery.